Event description:
The customer reported via phone call that she was still in the hospital. Customer stated that she left her infusion set on for an extra day and she thinks that it may have gotten warner. Customer stated that the insulin was not as effective for treatment. Customer was taken to the emergency room on (B)(6) 2015. Customer's blood glucose was 315 mg/dl at the time of the visit. Customer was still treating and has not been released yet. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump for 15 minutes prior to the hospital visit. Customer had symptoms of nausea and dizziness. Customer also had diabetic ketoacidosis. Customer stated that the hospital will not let her leave without the insulin pump working because every time she puts the reservoir into the pump, it will not allow her to continue to the next step and she has to restart.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-15051